Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400-508 mg/dl and ketone level was moderate. Customer changed the cartridge and administered insulin injections to address bg. Customer was admitted to the hospital on (B)(6) 2019 due to elevated bg. Intravenous insulin and insulin injections were administered. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer did not know cause of elevated bg. However, customer did not know how to deliver a bolus via the pump and reported that this could have led to the elevated bg. There were no issues observed with the pump supplies; no alerts or alarms were reported. Tandem technical support educated customer on how to deliver a bolus via the pump.